Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold, wear abrasion, stress marks, missing, orange particles and dark ring. Weight measurement identified device was underweight. Microscopic analysis was performed which identified crease sharp on radius side. Based on the device analysis, the final assessment is a crease sharp on radius side due to fold flaw opening and a piece of the shell is missing the assessment is inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ruptures and pain. Device remains implanted. This record is for the right side.